Event description:
It was reported that the device went into backup vvi mode. Patient had an MRI with tachy therapy not switched off. Further investigation, noted that the backup, power-on reset was likely a result of performing an MRI scan without disabling tachy therapy. A successful device firmware was reloaded and all measurements were stable. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.